Event description:
It was reported that an ilet user experienced blood glucose fluctuations ranging from a low of 68 mg/dl to a high of 222 mg/dl over several weeks, and review indicated the user had been announcing smaller-than-actual meal sizes for usual meals, which affected insulin dosing; no device user interface malfunction was identified, and the user treated lows with oral glucose. Symptoms included hypoglycemia and hyperglycemia. Outcomes included an unexpected medical intervention in the form of medication intake for treatment of hypoglycemia and classification as a serious injury or illness. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no device problem and identified a usage problem related to improper or incorrect procedure, specifically failure to follow instructions for accurate meal announcements, with the device component involved being the user interface. It was concluded, based on previously established findings for similar reports, that the cause was unintended use error.